Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down and that the insulin gauge was inaccurate. The customer¿s blood glucose (bg) was 515 (mg/dl). Reportedly, the customer addressed their bg with a manual dose injection. A replacement pump was sent to the customer to resolve the issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not holding charge issue was verified, but the inaccurate insulin gauge issue could not be verified.